Event description:
(B)(4). Consultant reported the plate was applied in conjunction with the dls (B)(6) 2013; subsequently, the patient was followed in a consultation visit and the surgeon detected the rx board as broken. Accordingly, a second surgery was performed on (B)(6) 2013 with the purpose of extracting the damaged plated and all the screws. In this second surgery, the surgeon revised the patient with a new low ben plate with locking screws and cortical screws. Consultant also clarified: surgeon detected a visible nonunion and damaged plate in photos taken on the patients followup tests. The damaged plate, seven locking screws and the 5 dynamic locking screws were all extracted without difficulty. The surgery performed was successful. This is report # 1 of 13 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm low bend medial distal tibia plate was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented.